Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, prior to patient contact, the tip of a cxi support catheter separated as the user attempted to insert another manufacturer's wire guide into the catheter. Resistance was not encountered upon insertion of the wire guide. The device package was not damaged. The procedure was completed with another device of the same type. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation with the tip separated. The separated portion of the tip measured three millimeters. Four millimeters of the tip remined on the catheter. A document-based investigation evaluation was performed. One relevant non-conformance was noted on a subassembly lot; however, all non-conforming product was scrapped, and 100% inspections are in place to capture the non-conformance. There have been no additional related complaints for the lot. The product IFU states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification. Although one relevant non-conformance was noted on a sub-assembly lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution, and that this event was an isolated incident. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing deficiency contributed to the failure mode. Responsible personnel were notified on 16mar2023. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to patient contact, the tip of a cxi support catheter separated as the user attempted to insert another manufacturer's wire guide into the catheter. Resistance was not encountered upon insertion of the wire guide. The device package was not damaged. The procedure was completed with another device of the same type. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.